Event description:
It has been reported to philips that the lateral tube is not working. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the lateral tube was not working. The fse examined the system and determined that the longitudinal motor drive was defective. As a part of repair activity, the fse replaced the longitudinal motor drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.